Event description:
It was reported that the t: slim x2 pump battery would not charge. The customer's blood glucose level was not adversely impacted by this issue. The customer was able to resolve the problem by using different equipment, and the pump began charging. Tandem technical support instructed the customer not to use third-party charging supplies and agreed to send a replacement tandem wall adapter and charging cable via two-day shipping. No further assistance was necessary as the pump began charging successfully.